Manufacturer narrative:
Device evaluation summary: he patient's monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned from the field. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. There is no indication at this time to suggest a device malfunction caused or contributed to the patient death. Manufacture dates: monitor: 10/15/2013, belt: 7/16/2015.

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in the hospital and was alone at the time of passing and was not being monitored by hospital telemetry. It was reported by the patient's nurse that the patient passed away due to "asystole probably due to a rupture of the left myocardial free wall." A clinical analysis was completed on the patient's download data and concluded that the patient experienced a treatable arrhythmia prior to passing. Per review of the patient's continuous ECG recordings, below is the chronology. At approximately 1:04:46 am, the patient was in bradycardia at 30 bpm with a four second pause and intermittent cardiac activity. The rhythm then degraded to asystole with CPR artifact. A 1:07:36 am, the rhythm then transitioned to sinus rhythm from 60 bpm to 80 bpm with pvc's, CPR artifact, and motion artifact. From 1:10:16 am until 1:23:43 am, CPR and motion artifact obscured the patient's rhythm. At 1:23:43 am, the rhythm then degraded to ventricular fibrillation (vf) with CPR and motion artifact. At 01:24:00 am, the electrode belt was disconnected. The lifevest typically requires approximately 28 seconds of sustained vf in the presence of a clear ECG signal in order to deliver a defibrillation shock. The patient was not treated during vf because of the electrode belt disconnection. It is unknown who disconnected the electrode belt.